Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The helix was distorted/bent. Damaged at implant.

Event description:
It was reported that during the implant attempt, the lead was opened, and prior to being used in the patient, the helix would not extend properly. The lead was not implanted and a new lead was successfully used. No patient complications have been reported as a result of this event.